Event description:
It was reported that the generator was being replaced due to battery depletion. It was also reported that high impedance was observed with no report of lead replacement. Additional information reported that the high impedance was first observed on the date of replacement. Pin insertion was ruled out, as the doctor re-inserted the pin three times to verify this was not the issue. The doctor believes the high lead impedance is due to a problem with the lead. No surgical intervention has occurred to date for replacement of the lead. No additional relevant information has been received to date.

Event description:
Ap and lateral neck and chest x-rays were received and reviewed for this patient. The connector pin can be seen coming through the second connector block. The filter feed-through wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. The lead wires appeared intact at the connector pins. A lead discontinuity was observed in between the strain relief bend and strain relief loop past the tie-down securing the strain relief bend. No surgical intervention has occurred to date for replacement of the lead. No additional relevant information has been received to date.

Event description:
It was reported that this patient's generator and lead were replaced, and the explanted generator and lead were discarded after surgery.